Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device clinical event logs found that the first analysis event was determined non shockable. The second, third and fourth analysis events were determined as shock advised. However, the device detected high level atrifacts and abandoned the shocks as per a designed safety protocol. It is very important for the users to reduce the occurrence of artifacts during analysis. This includes not toucing the patient, not moving during a transport, not performing CPR during the analysis periods and addressing any high patient impedance issues that occur. The device will advise the user via audio and test that the shock has been abandoned due to a rhythm change. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device.